Event description:
The patient's daughter called to state the carelink monitor was struck by lightning. The power cord was reset, and power did not come on, no lights came on. A replacement monitor was ordered. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.